Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that the device was not installed inside and it was at program 1 at .5v and that as for actions taken to resolved the issue, they changed to program 2 and issue was resolved. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said their implant was giving them issues. As a result of what was reported, the patient was given the call center's phone number. They were also told to contact their healthcare provider (hcp). Two days later, the hcp responded to a letter; the cause of the stimulation in the left leg, foot, and calf was not determined. No actions/interventions were taken to resolve the stimulation issue; "proceeded with phase 2". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they could fee stimulation in their leg and foot and going down the left into the calf and then to the foot. There was no falls or trauma reported that could be related to this issue and patient was implanted the day of this report. Patient was currently on program 1 @ 3.0 and decreased to 2.3 and decreased to 1.9 which is comfortable sitting standing and walking and patient is aware to decrease stim if stim becomes uncomfortable. Patient also stated that the clinic will be calling her tomorrow to set up the fu appointment. No further complications were noted or anticipated.